Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g4, h4.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device remains implanted.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "deformity" and rupture diagnosed by ultrasound. Healthcare professional later reported left side "dense fibrous connective tissue with chronic inflammatory infiltration and macrophagic reaction to amorphous material (silicone), consistent with a silicone breast implant capsule¿. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 15-nov-2024. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flow opening. ¿ inflammation/irritation: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.